Manufacturer narrative:
(B)(4). Update awareness date based on investigation type investigation results. Complaint is reportable as of new regulatory date, per corpft-140202.

Event description:
It was reported that there was a forced log out. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.